Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during the phacoemulsification mode of a cataract extraction with intraocular lens implant procedure, there was continuous irrigation after the surgeon took his foot off the footswitch. It was also noted the screen and the footswitch froze. The procedure was completed without harm to the pt. Additional info has been requested, but none has been received to date.